Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: in your previous responses it was reported that this occurred in multiple cases. Have any of the other cases been previously reported to ethicon? If so, please kindly provide the corresponding reference number(s). Information is unknown.

Manufacturer narrative:
Product complaint #(B)(4). H6 component code: g07002 - no device problem found. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Additional information was requested, and the following was obtained: please confirm the number of sutures that were "popping off' during this procedure. Unknown. What is the procedure name and date? Unknown - occurred in multiple cases. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In your previous responses it was reported that this occurred in multiple cases. Have any of the other cases been previously reported to ethicon? If so, please kindly provide the corresponding reference number(s). Investigation summary of actual/suspect device: the product was returned to ethicon for evaluation. One labeled winding former with a suture outside its packaging that pertained to product code j947h was received. Upon visual inspection of the returned sample, the needle was not returned to determine the assignable cause. The suture was examined and the insertion mark could not be observed during the evaluation. Per the conditions of the returned sample, the functional test could not be performed. No conclusion could be reached on the cause of the reported event. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Investigation summary of device from same lot/batch returned from user ¿ the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received, thirty-eight unopened samples that pertain to the product code j947h. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The needles were popping off of the suture. No adverse patient consequences were reported. Additional information was requested.